Event description:
We received a report that a patient had a poor visual outcome after a toric lens was implanted in the left eye. The patient had worn rigid gas permeable lenses for 55 years prior to the surgery, but had been out of contact lenses for 6 weeks prior to the procedure. The toric lens was implanted without complications on (B)(6) 2013. Patient experienced blurry vision and on (B)(6) 2013 a secondary procedure to implant a secondary intraocular lens (iol) (piggy-back) was performed. One week post-op manifest refraction (mr) for the left eye (os)was +1.50 -1.75 x 177; visual acuity (va) 20/25. (B)(6) 2013 (13 days post op)vision not improved: mr: -0.25 +1.75 x 10; va 20/25; cornea clear, anterior chamber deep and clear, iris normal, iol in good position. It was decided that the iol would be exchanged. (B)(6) 2013 iol exchange; removed piggy back lens implanted on (B)(6) 2013 and exchanged with another lens, and doctor performed a limbal relaxing incision (lri). On (B)(6) 2013 mr:-0.75 +0.75 x 065 20/25. To date the amo toric iol remains implanted.

Manufacturer narrative:
One day post op, ((B)(6) 2013) the patient complained of pain ''last night, better today''. Left eye (os) visual acuity 20/60. Posterior capsule intraocular lens (pc iol) in good position. Three days post op ((B)(6) 2013) the patient complained of left eye (os) body sensation. Patient stated that it feels like there is something in her eye and that the intraocular lens is too big. Os vision is not clear. Os visual acuity 20/40 +2. Seven days post op ((B)(6) 2013) the patient complained of os cloudy floaters, os sharp pain comes and goes. Patient stated that her eye hurts a bit when she moves it. Patient woke up with mattering in the right eye (od) and has had sharp pain in the od as well, once. Os visual acuity 20/50 -1. Thirteen days post op, ((B)(6) 2013) the patient complained of os cloudy floaters, mild discomfort. Patient experienced glittery gray lines ''yesterday'' in her line of vision. Os tapering prednisolone as ordered. Patient was seeing shadow when looking at the e chart with her os. Os visual acuity 20/60 20/20 -1 shadow j3. Schedule alcon piggy back iol os -2.00 (surgery date: (B)(6) 2013). Allergies: cephapirin, tobramycin, azithromycin, sulfa, penicillins, iodine, morphine, and barium iodide. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: patient experienced blurry vision and on (B)(6) 2013 a secondary procedure to implant a secondary intraocular lens (iol) (piggy-back) (alcon lens) was performed. It was decided that the iol (alcon lens) would be exchanged on (B)(6) 2013. Iol exchange: removed piggy-back (alcon lens) that was implanted on (B)(6) 2013. Reason for non evaluation: to date the intraocular lens remains implanted. Additional info: a review of the manufacturing records for the amo intraocular lens, serial number (B)(4) was conducted. The intraocular lens, model zct225u150 was sterilized and released; there were no non conformances. There were no associated nonconformity material reports. Results of environmental control indicated that there were no environmental monitoring related non conformances. There were no process and/or material changes. Based on the manufacturing record review and historical review there were no deviations and considering this conclusion, no further corrective and/or preventive actions would be indicated. All pertinent information available to abbott medical optics has been submitted.